Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # m54g3h. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? 1.0~1.5mm what confirmation was received that the device was fully fired? Firing until could not fire any further. Were there any staples missing from the staple line? No. But two thirds of the staples malformed. Was the cut line fully circumferential around the target tissue? Yes.

Event description:
It was reported that during a radical gastrectomy procedure, the device was used to anastomose the esophagus and the jejunum. After firing, the surgeon removed the device and checked the donuts. He found the donuts were not complete and two thirds of the staples malformed at the staple line. Another like device was used to do the anastomosis again and there was no adverse consequence for the patient reported.